Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No changes required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a ennovate mis downtube short (part # sz378r) was used during a minimally invasive spine (mis) fixation procedure performed on (B)(6) 2021. According to the complainant, the physician assistant over rotated the down-tube removal key, which left the tip still slightly in the screw. Reportedly, the tip detached, after rocking and twisting the tube. The loose tip was retrieved from the proximal area of the wound. The wound was irrigated, and then visually inspected. Additionally, the user stated that the first generation downtube removal key was used. The account has since been trained and switched over to the newer version. The complaint device was returned to the manufacturer for evaluation. Additional information was received which revealed that the procedure was delayed approximately 5-7 minutes. The patient was under anesthesia. The final outcome was not affected by the event. The adverse event / malfunction was filed under aag reference (B)(4).